Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a new battery cap and no blank display noted. The insulin pump has severely scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the customer received a blank display. The customer reported trying three different batteries, but the insulin pump would not turn on. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 500 mg/dl. The customer's blood glucose was treated with a manual injection. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.